Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. There was no reported impact to the customer's blood glucose level. Tandem technical support has made multiple attempts to follow up, but has not been able to reach the customer.